Event description:
It was reported that the patient developed an infection at the pod insertion site (arm) after wearing the device for approximately 49 to 71 hours. The patient stated that they accidentally bumped the pod against a door frame, after which the site became painful; however, they continued wearing the pod until its removal later that afternoon, at which time the insertion site was noted to be red and painful. The patient reported that the site appeared to have developed into an infection the following day and also experienced elevated blood glucose levels reaching up to 20 mmol/l (360 mg/dl) during this event. On (B)(6) 2026, the patient contacted a local general practitioner (gp) due to symptoms of extreme pain, swelling, redness, and warmth at the pod site after removal. The patient reportedly provided photos of the site, and following a consultation lasting approximately five minutes, the gp diagnosed it as ¿an infection of some kind¿. As treatment the patient was prescribed antibiotic tablets (doxycycline) to be taken twice on the first day and once daily for eight days and fucidine cream. The patient reported resuming insulin therapy by applying a new pod and discarded the pod involved in this event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.